Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced a recurrent hernia coincident with automated peritoneal dialysis therapy. The recurrent hernia occurred after beginning automated peritoneal dialysis therapy. The cause of the recurrent hernia was not reported. It was not reported if the recurrent hernia worsened with peritoneal dialysis therapy. On the day of onset, the patient was hospitalized for the event. On unreported date(s), the patient was treated with unknown medication (route, medication, dosage, frequency, and duration not reported) for the recurrent hernia. Treatment with the unknown medication was not effective. Five days prior to the receipt of this report, physioneal therapies were discontinued and on the next day the peritoneal dialysis catheter was removed. The patient was not recovered from the recurrent hernia. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation and the serial number of the device was unknown; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.